Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon evaluation, there was liquid contamination on the charger battery board. The cause of the battery charger fault is corrosion on the battery board. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event resulted from the damage charger/modem. The patient received a replacement battery and charger modem.

Event description:
Review of the download data of a (B)(6) old female patient revealed several battery charger fault flags. Zoll customer support contacted the patient and issued her a replacement battery charger/modem.